Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was intrathecally receiving morphine (10 mg/ml at 0.5 mg/day) until (B)(6) 2015 when the medication was changed to fentanyl (500 mcg/ml at 25 mcg/day). The indication for use was noted as intractable spasticity. The medication was switched from morphine to fentanyl (same flow rate) and a bridge bolus was programmed on (B)(6) 2015; the bolus was scheduled to last approximately 249 hours. The hcp stated that the patient had withdrawal-type symptoms. The symptoms reportedly started on (B)(6) 2015 and they were sudden. The symptoms happened approximately 8 days into the approximately 10-day bridge so it was difficult to know exactly what the patient was receiving at that time due to timing, mixing, volume, etc., during the bridge bolus. It was noted that the patient had oral pain medication to take if needed. The hcp reported wanting to go at a dose of approximately 1/2 of the lowest simple continuous rate. Additional information was requested regarding the exact symptoms, causes of the drug change and symptoms, actions/interventions taken to resolve the symptoms, and the resolution status of the event. Additional information received from the hcp indicated that the specific symptoms were nausea, chills, retching, general malaise, and agitation. When asked for the cause of the drug change and withdrawal symptoms, the hcp noted patient-specific sensitivity to small decreases/changes in intrathecal dosing. When asked for the troubleshooting performed regarding the event, it was stated that the hcp had calculated the next reduction in dose to reduce the chance of withdrawal, but a refill of the pump with a lower concentration medication wasn&#38176;done; only the rate was set to minimum rate. The actions/interventions taken include hospitalization with intravenous fluids/opioid medication. The issues and symptoms had been resolved.